Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a manufacturer representative (rep), regarding a patient receiving dilaudid (10 mg/ml, 0.5 mg/day) and bupivacaine (10 mg/ml, 0.5 mg/day) via an implantable pump for non-malignant pain. It was reported that back on (B)(6) 2020, the patient's pump went empty due to the patient not going to get a refill. The rep stated the patient did have some symptoms (withdrawal like symptoms, nausea, mood changes and pain return), but they have gone away now. The rep stated that the healthcare professional (hcp) wanted to shut the pump off completely and have the patient not use the pump any more. The pump off passcode was provided.